Manufacturer narrative:
The field service representative decontaminated the system. He replaced the maintenance kit, including the clamping tube (pinch tube), syringe sets, degasser, suction and waste needles, and the sample needle. He performed adjustments and modified the rear waste drainage system. He performed calibration with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number is dyu02, and the expiration date is 05-may-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 114.2 mmol/l. The sample was repeated on another module, and the result was 143 mmol/l. The sample was repeated because the result didn't match the patient's clinical picture.